Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's healthcare professionals reported via phone call that the insulin pump needed to be set up. Device alerted a no data message. Battery was out of the device for almost two weeks. Customer was hospitalized for diabetic ketoacidosis. Customer's blood glucose was unknown. Customer will not be returning the device for analysis.